Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "pacer disabled", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the report. The pd engine was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.